Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedances on the right ventricular (rv) channel. Boston scientific technical services (ts) was consulted and troubleshooting recommendations were provided. The make of the rv lead is unknown. This crt-d remains in service. No adverse patient effects were reported.